Manufacturer narrative:
Pump received with button error alarm due to corroded keypad traces. Unable to verify battery out limit alarm due to button error alarm. No moisture damage on electronics noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 228 mg/dl. Troubleshooting was not performed. The device was returned for analysis.